Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/28/2021. H.6. Investigation: bd received 96 samples from the customer in support of this complaint. 20 of the returned samples were functionally tested and the customers indicated failure of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the returned samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: underfilling blood due blood collection. Do not reach to filling line on tube. Customer has long experience of this tube and now they can see that some tubes underfilling the recommended amount of blood volume in the tube. They use both eclipse signal pah and pbbcs pah. This matter occurs not in every tube but quite often.

Manufacturer narrative:
Lot#: batch 356058 does not exist for material 364305. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon .completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: underfilling blood due blood collection. Do not reach to filling line on tube. Customer has long experience of this tube and now they can see that some tubes underfilling the recommended amount of blood volume in the tube. They use both eclipse signal pah and pbbcs pah. This matter occurs not in every tube but quite often.